Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation and lens opacity. The lens remains implanted. The problem was resolved. The cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Claim #(B)(4).

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation and lens opacity. The lens remains implanted. Cause of the event is unknown. Claim # (B)(4).